Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer alleges the post is broken at the seat, causing the seat to be wobbly.